Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not receiving power. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse discovered a loose plug connection. The connection was tightened. A general operational test was performed, and the unit was functioning normally.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.